Manufacturer narrative:
Visual inspection was performed on the returned device. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported premature deployment was likely due to case related circumstances. It is likely that distal sheath of the sess delivery system encountered interaction with the introducer sheath or anatomy causing the stent to become exposed and begin to expand and partially deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling. Patient gender was changed to male.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous, moderately calcified left superficial femoral artery. The 6.0x100mm absolute pro stent flared before reaching the lesion. The device was removed and replaced with a 6x80mm absolute pro stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.